Event description:
Coronary stent being placed. Unable to deflate balloon after numerous attempts. Inflated balloon to point of rupture. Balloon material detached from catheter when retracted through guide. Physician used biopsy forceps to retrieve detached material.